Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative regarding a patient receiving fentanyl (3500 mcg/ml), clonidine (105 mcg/ml), and bupivacaine (15 mg/ml) via an implanted pump. The indication for use was non-malignant pain. It was reported the patient was in the hospital, two weeks ago, and the patient's pump was empty. It was noted they silenced the alarms yesterday and filled the pump with saline. Therapy was not intentionally discontinued. There was no symptoms reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via manufacture representative (rep). It was reported that the rep received a call from a hcp, who worked with a pain hcp of the reps. The hcp needed the rep to come see this patient and read their pump. This patient currently had no pain managing hcp, but was previously discharge/released as a patient from different hcp. Upon reading the pump, empty reservoir alarm was going off. The patient and pump both showed the pump had been empty for almost two weeks. This was due to the patient attempting suicide and being hospitalized for an extended period of time. The hcp wanted to fill the pump with preservative free nacl and the rep set it to minimal rate, until patient could find a managing hcp. The hcp was aware of everything with this patient's pump. The rep explained the risks of an empty pump for longer than 48 hours to both the patient and hcp. No further complications were reported.